Event description:
It was reported that during a post-operative check the right atrial (ra) lead exhibited a drop in p-waves to below the normal range and high thresholds. The physician revised the lead and measurements were acceptable. No patient complications have been reported as a result of this event.